Manufacturer narrative:
It was originally reported by the customer that the device would not be returning. However, we later received 5 devices in the same shipment which were associated with the following five reports: 1820334-2017-02751, 1820334-2017-02752, 1820334-2017-02753, 1820334-2017-02754, 1820334-2018-03001 (this report). Because the customer declined to provide information which linked any specific device with any specific incident, the devices were all investigated together and will be associated with all of the above reports. Please reference these additional reports for further information. Investigation: evaluation: a review of the dimensional verification, complaint history, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection and functional evaluation of the 5 returned devices were conducted during the investigation. The visual inspection of the returned devices confirmed the reported conditions. Balloon catheter 1 was separated into two segments, and the separation was located at the proximal balloon bond. The balloon was separated radially. Accordion damage was also present on the distal balloon segment. The wire checker was not able to be advanced through balloon catheter 1 due to biologic material being present. The catheter portion of balloon catheter 2 appeared to be in an undamaged state. However, the balloon ruptured radially and longitudinally. The wire checker was able to be advanced through the catheter. The distal end of balloon catheter 3 was separated at the balloon site, and was not present in the returned sample. The balloon was ruptured radially, and the wire checker did not advance through the catheter. Balloon catheter 4 was separated at the balloon site, and the distal end was not present. The balloon ruptured radially. And the wire checker was able to advance through the catheter. Lastly, balloon catheter 5 appeared to have ruptured radially. The wire checker was able to advance through the catheter. None of the returned balloons could be inflated due to rupture; therefore, only approximate measurements of balloon length could be obtained. The examination of the returned devices does not change the conclusion of the previous investigation. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the products were not made to specifications. The lot numbers of the devices are not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be established. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent. This information is detailed.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, on an unknown date in 2017 during an unknown procedure, an advance 35 lp low profile balloon catheter ruptured circumferentially. No patient adverse effect has been reported. Although requested, additional information regarding product lot number, patient demographics, event details and patient outcome have not been provided. Should additional information become available, a follow up report will be submitted.